Manufacturer narrative:
(B)(6). (B)(4).neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a lumbar spinal fusion at l5-s1. Sometime post-op it was found that the screws were broken. The patient underwent a revision surgery to remove and replace the hardware with new hardware.

Manufacturer narrative:
Additional info: visual and optical examination of mas bone screw confirm breakage at the neck of the bonescrew head, optical examination reveals severe secondary (post-fracture) damage to the fracture surfaces. Due to the extent of the fracture damage, no additional observations can be determined. Dimensional examination of the major and minor diameter verified conformance to print specification. The conclusion for this implant is inconclusive, as the implant was returned in a condition unsuitable for evaluation.